Event description:
Information was received from a healthcare provider (hcp) and manufacturer representative regarding a patient receiving bupivacaine 7.5mg/ml at 6.2177mg/day and compounded baclofen 3000mcg/ml at 2487.1 mcg/day via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, the patient saw code 8476 on their personal therapy manager (ptm). The patient went to their hcp¿s office and a motor stall was seen upon interrogation of the pump. The stall occurred at 18:15 with no recovery logged. The patient had not recently had a MRI. The hcp hoped to schedule a pump replacement in less than a week and planned to hospitalize the patient to monitor them until pump replacement because of the risk of withdrawal as patient was on a high dose. No patient symptoms were reported. Additional information has been requested regarding the cause of the event, troubleshooting and actions/interventions taken, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709, lot #j10966r20, implanted: (B)(6) 2002, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).